Event description:
Litigation papers allege friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patients blood and tissue and bone surrounding the implant. As a result, he has been experiencing severe pain and discomfort and inflammation in his left thigh and groin. He also experiences a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position. Update: (B)(4) 2012 - medical records were received from legal and electronically attached to the complaint document. The patient was revised due to acetabular loosening. Part/lot information was identified and the cup was added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.

Manufacturer narrative:
Update - (B)(4) 2012 - medical records were received from legal and electronically attached to the complaint document. The patient was revised due to acetabular loosening. Part/lot information was identified and the cup was added to the complaint. Dor: (B)(6) 2010 . The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Added: age, expiration date, patient and device code.

Event description:
In addition to what were previously alleged, ppf alleges dislocation with closed reduction. Revision notes reported that the cup was loose into the acetabular cavity.